Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the meter information was downloaded and the history was not maintained. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Follow-up #2 date of submission 09/25/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use; no time/date issues were observed in the available data. A timekeeping accuracy test was performed and passed; however, the time and date settings reset to default settings when the battery was removed for 1 hour. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.